Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the cysto-nephro videoscope, black liquid coming out of instrument channel. The issue occurred during reprocessing. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/liquid in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing appeared to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be prevented by following the instructions for use section below: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual reprocessing survey info: 1.did you clean, disinfect, and sterilize the device before sent it to olympus? Yes. 2. Do you have any idea about when the foreign material adhered to the endoscope? No. 3. Do you have any idea about what the foreign material was? No. 4. Was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning? No. 5. Did you aspirate the water through the instrument/suction channel? No. 6. Were there any abnormalities in the accessories used for reprocessing? No. 7. *if #4 is yes or unknown: did you presoak the endoscope in the detergent solution? Na. 8. Has you wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges? Yes. 9. Did you brush the instrument channel, instrument channel port, and suction cylinder? Yes. 10. Are there any other concerns about the reprocessing? No. 11. Was the device inspected before usage? Yes. Olympus will continue to monitor field performance for this device.